Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt was no longer receiving effective stimulation due to lead migration (x-ray confirmed). During the lead revision procedure the physician was unable to move the migrated scs lead. The physician decided to explant the entire scs system. The pt is working with a neurosurgeon to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.